Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Conclusion: mechanical loosening and complete loss of fixation of the acetabular component of a pressfit tha is confirmed by the radiograph provided. Revision to competitor shell and liner and the stryker femoral head can not be confirmed as insufficient information has been received for review.

Event description:
It was reported that patient's right hip was revised due to "mechanical loosening of internal right hip prosthetic joint". Patient was revised to competitor shell and liner and a stryker femoral head.